Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the lens chipped during medical procedure. All pieces were retrieved.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke email attached, the reported failure [lens chipped off] was confirmed. According to henke: the scope was missing the keel and the outer tube was replaced probably root cause for this failure is: thermal destruction of epoxy, improper epoxy/curing process, laser welding failure, use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence (B)(4). Mfg date: manufacture date is not known.

Event description:
It was reported the lens chipped during medical procedure. All pieces were retrieved.